Manufacturer narrative:
Additional information was received and it was learnt that on (B)(6) 2018 a secondary procedure was performed to implant an intraocular lens (model and diopter unknown) with scleral fixation. The account commented that follow up after 8 days allowed a recovery of 6/10 of cylindrical correction that is a normal course until now. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) the cartridge tip was inserted into the eye; however ,the lens was not engaged by the plunger and remained behind. Reportedly, only the plunger came out of the cartridge. In the attempt to withdraw the injector from the anterior chamber, a complete disconnection of the capsular sac occurred making the implantation impossible. A vitrectomy was performed and sutures were used. A second surgical intervention was planned for (B)(6) 2018, to implant the lens as scleral fixation or iris fixation. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system (model pcb00) was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The cartridge tip was observed in good condition. The intraocular lens (iol) was observed stuck in the cartridge and overridden by the plunger. The condition of the returned device was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint for stuck in cartridge was verified. However, due the condition of returned device, the complaint could not be related to the manufacturing process, and it could be related to the handling process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that another similar complaint for this order number has been received. However, no adverse trend was identified. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.